Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A cougar guide wire was used during a procedure to treat a mildly calcified lesion in the mid right coronary artery (rca). There was no damage noted to the packaging. There was no issues noted when removing the device from the packaging. The device was inspected and prepped per IFU with no issues noted. The wire tip was formed by the physician. The lesion was pre-dilated. Resistance was not encountered and excessive force was not used during the procedure. It was reported that a detachment occurred on the cougar during removal. Another wire was wrapped around the detached portion and pulled it into the guide catheter for removal. No further patient injury reported. One wire was returned for evaluation. Packaging from lot g19a05977 and from lot g19a06774 was also returned. It was reported that multiple cougars were opened during the procedure, and it could not be determined which packaging the detached wire was from. (Pli20 added for lot g19a06774).